Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a piece of burned resin embedded at the wall of the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a gnat inside the tubing. This was noticed prior to use. There was no patient involvement. No additional information is available.